Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm alerted reading 60 mg/dl. The patient was having symptom of shakiness and feeling sick. She didn't compare by doing a bg finger stick. She drank orange juice based on the cgm readings. The cgm wasn't increasing and was still around 60 mg/dl so she compared it using a bg meter which showed 390 mg/dl. She decided to replace the sensor and exhausted all 8 she had spare. Her family member noticed that the patient was feeling unwell that time so she called 911. The ambulance came and transported the patient to the hospital. There was no treatment nor testing done by the emts. At the ER, they performed laboratory tested and showed her bg was 400 mg/dl, the cgm reading was unknown. She was admitted in a general room and treated with IV fluids, and manual insulin injections. At the time of the report the patient was fine and a bg of 108 mg/dl. The patient was expected to be discharged on the (B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.